Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a complaint about their far vision. Account indicated that patient vision dropped two lines from 1.0 to 0.6, which affected their daily activities. Surgeon targeted emmetropia for the selected intraocular lens (iol) power, but post-operative refraction read as sph -0.70 and cyl -0.50, which resulted in myopic refraction. As the patient complained about daily outdoor activities being affected due to their far vision, the surgeon exchanged the iol for a competitor lens. Patient¿s far vision provided as 1.0 post explant. Pre-operative vision readings reported as 0.8 for far and j4 (decimal) for near. No further information was provided.